Event description:
It was reported that during a ptca/stent procedure, after the stent was deployed in the proximal lad, a dissection occurred in the ostial circumflex. Another stent was used to successfully treat the dissection. No product issue was reported and no other information was provided.